Event description:
The customer reported that when the unit's power was cycled on before starting therapy, the unit generated an "electrical test failure code #57" alarm. The pt was switched to another unit and therapy was initiated. No pt injury was reported.